Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The seal was taken out from the loading device for inspection. Seal was in a taco position. No crack/delamination of seal was observed. Specks of blood were observed on the loading device and delivery device. No other failures were observed. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure mode ¿fitting problem¿ was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hs iii proximal seal , the seal was not loaded into the delivery device and unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hs iii proximal seal, the seal was not loaded into the delivery device and unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.